Event description:
It was reported that the patient experienced multiple low glucose readings over two days, with a nadir of 60 mg/dl, and received oral glucose for treatment; troubleshooting and education were completed. Investigation included a review of complaint details and user-reported troubleshooting. Further investigation of this case revealed no device malfunction reported and cause unclear. There was no user reported symptoms as a result of hypoglycemia. Outcomes included temporary impairment that required intervention. It was concluded that, based on previously established findings for similar reports, the event was consistent with hypoglycemia of undetermined cause with user-level mitigation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.